Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, therapeutic use of anticoagulant and antiplatelet medications, and related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The pump remains implanted in patient.

Event description:
It was reported per the clinical database that the patient presented to the emergency department on (B)(6) 2017 with fatigue and malaise. The patient had a gastrointestinal bleed (gib) consult and was given three units of packed red blood cells (prbc) starting on (B)(6) 2017. Also, on (B)(6) 2017, the patient underwent an upper endoscopy (egd) showed pinpoint red blood with angioectasia in the pre pyloric region of the stomach, which could be the source of the bleeding and was treated with thermal therapy. The patient was discharged home on (B)(6) 2017. Discharge anticoagulation medication included warfarin 4 mg po qd.  No further patient complications have been reported as a result of this event.